Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an image that appeared pink with green lines flickering on the monitor. The issue was found during a therapeutic laparoscopy procedure while the device was inside the patient under sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was purple, charged coupled device (r-unit) was broken, the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction and purple image was a broken charge coupled device (r-unit). In addition, the cause of the damaged fiber bonding in the outer tube area (distal end) was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.